Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The evaluation of the returned device revealed that the guide wire lumen of the delivery system was occluded. A device compatible guide wire could not be advanced through the delivery system during evaluation. Potential factors that could have led or contributed to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. The reported event may be related to transportation or shipment of the product. The reported event also may be use-related as rough handling of the device during unpacking or preparation can lead to device damages. Additionally, a damaged guide wire or a guide wire of inappropriate size used as well as insufficient flushing of the device during the procedure may be potential contributing factors. On the basis of the information available, a definite root cause for the reported event could not be determined. The IFU states: "if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used."

Event description:
It was reported that the vascular stent could not be deployed in a calcified lesion that had been recanalized and pre-dilated by using a 3 mm balloon. As the stent delivery system could not be advanced to the target lesion over a 0.035 inch guide wire, the entire system was removed and another device was used with a 0.018 inch guide wire to complete the procedure successfully. No patient injury was reported.

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any further patient or procedural details. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p070014.

Event description:
It was reported that the vascular stent could not be deployed. Another stent was used to complete the procedure. No patient injury was reported.